Event description:
Consumer reports getting inaccurate readings on bd cobranded when compared to other meter. Analysis run on clark error grid using competitive meter reading (70) vs bd readings ("130)" yielded data points in the "d" range of the grid - outside acceptable range.